Manufacturer narrative:
Results - fowler clutch.

Event description:
It was reported that the backrest on this bed was drifting down when raised and would not stay in an upright position. No injury to patient or user was reported.